Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly, "on (B)(6) 2002, the patient underwent left total hip arthroplasty at (B)(6)." It was further alleged that, the patient was experiencing "loosening" from the system. It was further alleged that the patient was "required to undergo a revision surgery, which was performed on (B)(6) 2009."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information available at this time. Therefore, the exact cause of the reported event cannot be determined. Catalog numbers and lot codes of other devices listed in this report: cat# 6051-0935a, lot # 43593801, description: secur-fit ha hip stem #9; cat # 621-10-28g, lot # 1wlph, description: trident 10 crossfire insert 28 mm ID; cat # 06-2805, lot # 87140302, description: c-taper cocr lfit head 28mm/+5. Based on the minimal information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.